Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedures on (B)(6) 2010 and mesh was implanted due to paravaginal defect repair, posterior repair and pubovaginal sling. The patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and abnormal migration of mesh. The patient underwent mesh removal, paravaginal defect repair, pubovaginal sling and posterior repair on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted. See also medwatch 2210968-2012-06909, 2210968-2012-06910 and 2210968-2012-06911. The same patient is represented in each medwatch. (B)(6).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.